Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient reported cannula did not insert and sat under tape instead of in skin which led to high bg of 430 mg/dl. No further information available.